Manufacturer narrative:
UDI number unavailable. Phone (B)(6). 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing could not replicate the reported issue; the device was found to be functioning properly and delivering within specification. The root cause was undetermined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that ¿after long-term driving against the flow tester the flow was laid.¿ the event occurred during yearly testing; there was no patient involvement.